Manufacturer narrative:
Additional information received should be reported as : the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging thermal issues with the device such as the device had a strange odor and had a burning smell. The patient alleges nasal/throat irritation or soreness, dry throat and nose. The patient also states, there was cat hair in the device. There was no allegation of serious or permanent harm or injury. Medical intervention was not specified. During the investigation, manufacturer observed an unknown dust contaminant on the flip doors, pca, top enclosure, rear panel, ui panel, bottom enclosure, inside iso port, blower, blower box, and blower seal. The manufacturer observed black hairlike contaminant on the flip doors, top enclosure, ui panel, rear panel, bottom enclosure, and blower. Manufacturer observed the blower making a whining noise when power is on, most likely from liquid ingress to it. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the blower, inside of the iso port, and blower box. Manufacturer observed no odor through therapy and investigation. A keratin-like substance was observed on the blower box outlet. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. In box g: date returned and date returned to mfg has been updated. In box g: date received by mfg. Has been updated. In box h: problem code grid, evaluation method code grid, evaluation results code grid and conclusion code grid has been updated

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging thermal issues with the device such as the device had a strange odor and had a burning smell. The patient alleges nasal/throat irritation or soreness, dry throat and nose. The patient also states, there was cat hair in the device. There was no allegation of serious or permanent harm or injury. Medical intervention was not specified. The device was returned to the manufacturer on 06/23/2023 for further evaluation and investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.